Event description:
Kimberly-clark received a report from distributor stating, "when enduser opened gown on sterile field, the csr wrap had two slits/cuts in it. The outer package was undamaged but the csr wrap had 2 cuts in them." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lots reported in the incident met manufacturing specifications. An unopened sample from lot ah2238c was returned by the reporting site. Visual inspection of the package was performed and identified a cut/slit near one corner of the bottom layer of the pouch/package. This cut/slit was 'v'-shaped and looked similar to a cut made with scissors. Additionally, a rough/thickened line approximately two inches in length was found on the same bottom layer of packaging, but this line was not associated with a breach/defect in this package layer. The package was opened and contents were unfolded and 100% visually inspected. No defects were identified on either the csr overwrap or surgical gown. The report indicating that cuts were found in the csr wrap could not be confirmed based on evaluation of the returned sample. No other similar complaints involving this product code have been reported. In addition, the root cause for the cuts observed on the primary package of the returned sample could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.